Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d4, g3, g6, d4, h4, h11 as a result of your alignment with gudid.

Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced tf231022 (pexpvalve sensor defect). Failure during testing no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d4, g3, g6, d4, h4, h11 as a result of your alignment with gudid.

Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced (B)(6) (pexpvalve sensor defect). Failure during testing. No patient involvement.

Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced tf231022 (pexpvalve sensor defect). Failure during testing no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).